Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the problem occurred on (B)(6) 2025 during the first use of the column in 3d mode after its return from repair. Specifically, despite the connections being correct and all settings set to 3d (as indicated on the monitor), the view was in 2d. The procedure was a video-laparoscopic cystectomy and was performed in 2d mode as there was no 3d alternative available. The greatest difficulty was in performing the surgery in 2d due to the lack of three-dimensional vision and high visual fatigue, which required the procedure to be interrupted twice to rest the eyes, prolonging the surgery time and making it difficult to identify the anatomical planes. The surgery was completed without apparent complications." No negative impact in state of health reported. Additional information was received on 22. Sep. 2025. According to the new information the surgery delay/ prolongation was around 2 hours. Based on the new information the reporting evaluation is revised, and the event is deemed reportable.